Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device dislocation ('probable migration of the bilateral essure fallopian tube occlude devices') and menorrhagia ('menorrhagia') in a 38-year-old female patient who had essure (batch no. 20222097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included stress urinary incontinence, nabothian cyst and dyspareunia. Concomitant products included calcium carbonate;ergocalciferol (calcium and vitamin d), mesalazine (asacol) and vitamins nos (multivitamin). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), colitis ulcerative ("gastrointestinal or digestive system condition type: ulcerative colitis") and coital bleeding ("light bleeding during intercourse: brown, dried blood discharge for about 12 hours after sexual encounters"), 2 years 11 months after insertion of essure. On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). The patient was treated with infliximab (remicaid), mesalazine (delzicol), prednisone and surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, dyspareunia and colitis ulcerative outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage, coital bleeding and abdominal pain lower was resolving. The reporter considered abdominal pain lower, coital bleeding, colitis ulcerative, device dislocation, dyspareunia, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: ??-may-2015 and (B)(6) 2010. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain and coital bleeding . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device dislocation ('probable migration of the bilateral essure fallopian tube occlude devices') and menorrhagia ('menorrhagia') in a (B)(6) female patient who had essure (batch no. 20222097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included stress urinary incontinence, nabothian cyst and dyspareunia. Concomitant products included calcium carbonate; ergocalciferol (calcium and vitamin d), mesalazine (asacol) and vitamins nos (multivitamin). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), colitis ulcerative ("gastrointestinal or digestive system condition type: ulcerative colitis") and coital bleeding ("light bleeding during intercourse: brown, dried blood discharge for about 12 hours after sexual encounters"), 2 years 11 months after insertion of essure. On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). The patient was treated with infliximab (remicade), mesalazine (delzicol), prednisone and surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, dyspareunia and colitis ulcerative outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage, coital bleeding and abdominal pain lower was resolving. The reporter considered abdominal pain lower, coital bleeding, colitis ulcerative, device dislocation, dyspareunia, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2015 and (B)(6) 2010. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain and coital bleeding . Most recent follow-up information incorporated above includes: on 22-may-2019: pfs and mr received. Essure lot number added. Product indication updated. Essure insertion date updated and removal date added. Race added. Following events were added: probable migration of the bilateral essure fallopian tube occlude devices, abnormal bleeding (vaginal), menorrhagia, dyspareunia(painful sexual intercourse), perforation (uterus), gastrointestinal or digestive system condition type: ulcerative colitis, light bleeding during intercourse: brown, dried blood discharge for about 12 hours after sexual encounters, lower abdominal pain and she did not undergo essure confirmation test. Previously reported event injuries was updated to pain. Event severity added for: pain. Event outcome added for: menorrhagia, abnormal bleeding (vaginal) and light bleeding during intercourse: brown, dried blood discharge for about 12 hours after sexual encounters, pain and lower abdominal pain. Concomitant and treatment medications were added. Medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.